Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 cubie was not found on bus. A field service engineer found half height drawer 2.2 was not on bus and retractable band was faulty. Fse replaced retractable band, rebooted the device to resolve the issue and tested with customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, cubie drawer not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on correction: section d unique identifier (UDI) part analysis: the reported medstation es main (cubie drawer was not found on bus) was confirmed during fse testing. The field service engineer reported according to work order 02150168 that the trouble shoots issues with drawer hh 2.2 not on bus, a bad retractor band was found and replaced. The device was rebooted and tested with the customer. During dchu visual inspection: assy retractor dwr hh cubie was found with no signs of physical damage, exposure of copper strands, tears or stretching within the cable. Laboratory testing was performed according to pap using continuity measurements with multimeter and hta testing, with no anomalies found. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the drawer issue could not be determined because the failure could not be replicated. The assy retractor dwr hh cubie passed all tests and was confirmed to be operating properly.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, cubie drawer not detected on bus. The customer stated that there was a delay in patient care. As per part investigation, it was determined that no faults or irregularities were observed. There were no adverse events or injuries reported based on this event.